Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system issue occurred during planned coronary treatment. The procedure was completed (as planned) by restarting the system. It was reported that the geometry was unavailable. Upon further inspection, philips field service engineer (fse) visited onsite and found that the sid movement out of range. Fse adjusted the sid current movement. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry unavailable issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.

Event description:
It has been reported to philips that geometry was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.